Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered alerts for oversensing noise and a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Additionally it was noted the pacing impedance was high. A lead fracture is suspected. Reprogramming was completed and eventually the lead was replaced. No patient complications have been reported as a result of this event.